Event description:
It was reported via a clinical report form from the (B)(4) study that during an orbital atherectomy (oa) treatment procedure, a slow flow and abrupt closure of the sfa occurred with macro embolism into the anterior tibial (at) artery post atherectomy. The left sfa target lesion was 100% stenotic and approximately 60 mm in length. The lesion morphology was fibrotic/soft plaque. Three patent run-off vessels were present at the time of therapy. The lesion was treated with a 1.5 mm solid crown oad which was spun at low speed for one run (15 sec), at medium speed for five runs (13 sec, 19 sec, 13 sec, 11 sec, 11 sec), and at high speed for two runs (10 sec, 18 sec) for a total run time of 110 sec. The residual stenosis was 70%. At this time, the slow flow/abrupt closure and macro embolism events were noted. The sfa and at arteries were treated with a 6.0 x 100 mm fox sv balloon, a 6.0 x 100 foxcross balloon, and a 4.0 x 40 mm fox sv balloon. Seven-8atm inflations were performed for a total inflation time of 339 sec. A stent was placed, but the type, size and location are unk. The residual stenosis was 0%. The expectations for the case were met. No additional info is available regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unk. The root cause for the reported event is unk. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report #34 of 48 events identified during this review. This report contains limited info regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).